Event description:
On (B)(6) 2008, I underwent laparoscopic hernia surgery (monofilament surgipro mesh implanted). Shortly after, starting (B)(6) 2009, I began having various pains including joint pain, neck pain, scalp pain, sinus/eye pain. Some severe requiring pain medication. The final diagnosis was giant cell arteritis (by process of elimination), although the diagnosis was based on symptoms, not an actual diagnosis -dual biopsy was negative-. Ultimately, I was put on steroids which, after approx 4 months of reducing doses, was successful in reducing symptoms. However, I don't believe I have fully recovered my health. I was healthy until the hernia impact was implanted. I believe it's possible my prolonged symptoms were the result of the mesh impact. I am providing this info with the hope the FDA can show this is or isn't the case based on other evidence collected from others who have had this implant. A detailed diary from onset of symptoms to "recovery" is available upon request.